Manufacturer narrative:
(B)(4). Conclusion: an actual sample and representative samples were returned for evaluation. The returned samples were found to be out of specification. The evaluation found fins and cracked barrels. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparotomy for a myomectomy procedure on (B)(6) 2014 and suture was used. During suturing of the sheath, the suture came off of the needle. Another like suture was used to complete the procedure. Both suture and needle were retrieved. No adverse patient consequences were reported.